Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a herniorraphy procedure on (B)(6) 2017 and the absorbable straps were used to fix the mesh in cooper's ligament by regular technique. During the procedure, the material did not work properly and did not fix or penetrate the cooper ligament; the staples were accumulated on the device. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/08/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: the analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 14 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.